Event description:
When setting up for cardiac cath, the md put the contrast into the contrast controller. Air was then noted in the contrast line. The line had been flushed prior without problem. It did not reach the pt.